Manufacturer narrative:
Investigation found no defects or deficiencies that would contribute to the reported high bg (blood glucose) level or a failure of the pod¿s ability to deliver insulin. No problem was found.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Mylife omnipod insulin management system ¿ user guide model: ent450 14518-5c-aw rev e 03/16 checking your blood glucose 7 / page 96 warning: test results greater than 13.9 mmol/l mean high blood glucose (hyperglycemia). Warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia (see chapter 9, living with diabetes), repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider. Living with diabetes 9 / page 121 warning: if left untreated, dka can cause breathing difficulties, shock, coma, and eventually death. The easiest and most reliable way to avoid dka is by checking your blood glucose at least 4¿6 times a day. Routine checks allow you to identify and treat high blood glucose before dka develops.

Event description:
On (B)(6) 2018, the patient was hospitalized due to diabetic ketoacidosis (dka) while wearing the pod on the arm. The patient's father had thought it was stomach sickness. Intravenous fluids and insulin was administered to treat the patient and a new pod was applied. The patient's ketone levels were 1.7 when she first arrived to the hospital and after 6 to 8 hours her ketones had reduced to 0.3.